Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) level of 73 mg/dl. Foods and glucose tablets were consumed to address bg. A system check was performed with tandem technical support and found that the pump's time was inaccurate by 7 minutes. The customer corrected the time to resolve the issue.